Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a mildly calcified lesion (90 percent stenosis degree) in the rca at distal end of a previously implanted stent. The device could not cross the lesion and was removed in order to use an 6f extension catheter. During attempt to deliver the orsiro again, it was noticed that the proximal edge of the stent was deformed.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is severely deformed at its proximal end. Several stent struts are lifted. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the lifted struts were initially crimped on the balloon. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined.